Event description:
The customer reported that insulin squirted out during the manual prime process and the device alarmed. The blood glucose reading was 158mg/dl. Troubleshooting was performed, and the drive support was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a scratched lcd window and cracked reservoir tube lip.